Event description:
The plaintiff's attorney alleged that the patient experienced an anoxic encephalopathy cardiac arrest, probable cardiac dysrhythmia and subsequently expired the same day due to the administration of naturalyte and/or granuflo during dialysis.

Manufacturer narrative:
The is one event for the same patient involving two separate products.